Manufacturer narrative:
On 08/30/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00557872. Device evaluation summary: during analysis of the sample it was discovered to be ruptured. Microscopic examination was performed and no anomalies were observed. No additional anomalies were noticed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two 425cc mentor memorygel breast implants and suffered right-sided rupture postoperatively secondary to an automotive accident. Also, the patient presented with bilateral capsular contracture, worse on the right than it was on the left. Grades were not provided. As a result, the patient underwent bilateral removal and replacement with allergan natrelle products on (B)(6) 2019. This report contains supplemental information for mentor psr reference number ip-00557872. This report is for the patient's right-sided device.